Event description:
Same case as: 2134265-2008-02462. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The 80% stenosed lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was not predilated. The physician placed a 2.50 x 12 mm and a 2.50 x 16 mm taxus express2 drug eluting stent. Timi flow iii was obtained. Stenosis post procedure was reduced to less than 10%. Medications given: angiomax and nitroglycerin. Four months post the initial procedure, in-stent restenosis was identified in the mid lad. Stenosis pre-procedure was 90%. The lesion was predilated with a 2.0x12mm maverick balloon, inflated to 16atm for 15 seconds. The physician placed a 2.5x12mm promus stent. Timi flow iii was obtained. Stenosis post procedure was reduced to 0%. Medications given: angiomax, integrilin, plavix, aspirin, and nitroglycerin. Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.